Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery using a non-bsc 5f introducer sheath. Diagnostic angiograms were performed of the left and right coronary systems and the decision was made to intervene. The 5f sheath was switched out to another manufacturers' 6f introducer sheath. A non-bsc 6f guide catheter was then advanced. This 185cm kinetix guide wire was inserted and advanced down the saphenous vein graft (svg) to diagonal. Another manufacturers' 4.0x23mm stent was advanced to the svg and deployed at 16atms. The stent delivery system, kinetix wire, and catheter were then removed from the patient. Another manufacturers' 6f guide catheter was then advanced. The kinetix guide wire was then advanced down the svg to the right coronary artery (rca); however, the wire was unable to cross the lesion. The kinetix wire was removed from the patient, a non-bsc thrombectomy catheter was inserted, and a pt2 guide wire was inserted and advanced down the svg to the rca. At this time, it was noted that the kinetix guide wire tip was free floating into the ostium. The thrombectomy catheter and pt2 wire were removed and the introducer sheath was switched out to a 6x45 sheath. A 5f bsc ima catheter was advanced and another manufacturers' snare was inserted through the ima catheter to retrieve the kinetix wire tip. The catheter, wire, and snare were removed. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery using a non-bsc 5f introducer sheath. Diagnostic angiograms were performed of the left and right coronary systems and the decision was made to intervene. The 5f sheath was switched out to another manufacturers' 6f introducer sheath. A non-bsc 6f guide catheter was then advanced. This 185cm kinetix guide wire was inserted and advanced down the saphenous vein graft (svg) to diagonal. Another manufacturers' 4.0x23mm stent was advanced to the svg and deployed at 16atms. The stent delivery system, kinetix wire, and catheter were then removed from the patient. Another manufacturers' 6f guide catheter was then advanced. The kinetix guide wire was then advanced down the svg to the right coronary artery (rca); however, the wire was unable to cross the lesion. The kinetix wire was removed from the patient, a non-bsc thrombectomy catheter was inserted, and a pt2 guide wire was inserted and advanced down the svg to the rca. At this time, it was noted that the kinetix guide wire tip was free floating into the ostium. The thrombectomy catheter and pt2 wire were removed and the introducer sheath was switched out to a 6x45 sheath. A 5f bsc ima catheter was advanced and another manufacturers' snare was inserted through the ima catheter to retrieve the kinetix wire tip. The catheter, wire, and snare were removed. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in two pieces. An examination of the device found that the corewire was fractured and protruding from the high torque sleeve (hts). The proximal portion of the tip measured 6.25cm from the adhesive proximal ramp to the corewire fracture site. The distal portion of the tip measured .75in from the corewire fracture site to the end of tip. The fracture surface was flat and bent. There were no mechanical defects observed on the wire surface adjacent to the fracture. The corewire fractured due to a ductile torsion/tension overload. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).